Event description:
It was reported that during an in-clinic follow-up, it was noted that the patient experienced a hematoma in the device pocket. The pocket was revised. The patient was in stable condition.